Manufacturer narrative:
Citation: hamdan a.; et al. Short membranous septum length in bicuspid aortic valve stenosis increases the risk of conduction disturbances. J cardiovasc comput tomogr. Jul-aug 2021; 15(4):339-347. Doi: 10.1016/j.jcct.2020.10.002. Pmid: 33153946. Epub 2020 oct 29. Earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. Without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding how cardiac anatomical features present risks for conduction disturbances in patients with bicuspid aortic valves after transcatheter aortic valve replacement (tavr). All data were retrospectively collected from multiple israeli heart centers starting in august 2017. The study population included 134 patients who were predominantly male with a mean age of 77 years. Multiple manufacturer¿s devices were implanted in the study population. Among all patients, 57 were implanted with medtronic corevalve, evolut r and evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all medtronic bioprosthetic tavr patients, adverse events included: left bundle branch block (lbbb), complete heart block and forms of atrioventricular (av) block, with some requiring permanent pacemaker implantation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.